Event description:
No patient injury but patient felt that higher stimulation settings were needed to achieve efficacy. After trying different device settings, the patient underwent a surgery to replace his ipg and leads. Subsequent analysis of the returned product noted that there had been fluid ingress in to the sensor lead port on the ipg which was the likely cause of the loss of efficacy.